Event description:
It was reported that air bubbles were observed within several mobi cartridges. Reportedly, the customer was using admelog insulin with the pump. Technical support discussed off label insulin messaging with customer. There was no reported adverse effect to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.